Event description:
It was reported that, during a new pump implant procedure at the time of this report, the patient was having a catheter placed at the t4 level. However, it was also reported that the initial request was to place the catheter tip at the t6 level. The catheter had been inserted twice using a needle and good backflow of cerebrospinal fluid (csf) from the tuohy was received. Following accessing the intrathecal space with the tuohy the surgeon had excellent placement, the catheter was threaded fine and no csf flow was received when the stylet was removed. This was done twice with no known reason as to why they shouldn¿t have been getting csf flow. It was noted that they had tried using a tuberculin syringe to aspirate out from the catheter. Ultimately, after much troubleshooting, the surgeon backed the catheter down to t10 and had enough consistent flow to be confident that it remained in the intrathecal space. The implant was completed and the catheter was accessed one last time, directly from the catheter access port (cap), to confirm csf before closing. The device system was used to deliver baclofen 500mcg/ml at 100mcg/day. The cause of the event, patient symptoms, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n505750, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).